Event description:
It was reported that after the patient required defibrillation he felt off, and experienced difficulty charging the implantable pulse generator ipg. The remote control was not communicating with the ipg. It was suspected that the defibrillation damaged the ipg. The physician suggested that the need for defibrillation was due to misinterpretation of the deep brain stimulation dbs signal by the AED. Attempts were made to trouble shoot the charging issues but were unsuccessful. The patient underwent a revision procedure where the ipg was replaced. The patient was noted to be doing fine post-operatively.

Event description:
It was reported that after the patient required defibrillation he felt off, and experienced difficulty charging the implantable pulse generator ipg. The remote control was not communicating with the ipg. It was suspected that the defibrillation damaged the ipg. The physician suggested that the need for defibrillation was due to misinterpretation of the dbs signal by the AED. Attempts were made to trouble shoot the charging issues but were unsuccessful. The patient underwent a revision procedure where the ipg was replaced. The patient was noted to be doing fine post-operatively.

Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed this device upon receipt, and determined the battery was depleted. An internal electrical test found the application-specific integrated circuit is damaged and leaking excessive current. It was unable to retrieve the device data using an external power source. Investigation conclusion: based on all available information, engineers concluded through internal electrical test that there had been damage done to the battery, similar to the type of damage exposure to high-voltage transients or high radio frequency energy. Additionally, it was reported that the patient had a defibrillation treatment. Therefore, the most probable root cause is unintended use error caused or contributed to the event. Per the physicians implant manual, defibrillation is a known source of high voltage transient signal.